Event description:
Double channel IV pump - only one channel used. When flow rate was increased from 6ml/min to 10ml/min, the vacant second channel started to work and the reset channel increased flow to 100ml/min, not the intended 10ml.